Manufacturer narrative:
The company service representative examined the footswitch and system. The reported event was replicated. The company service representative observed that the cable of the footswitch was loosened on the connector side. The laser footswitch was replaced to resolve the issue. The company service representative then checked the new footswitch and it performed as intended. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loose footswitch cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the laser paused. They also indicated that the footswitch is out of order. Event details are unknown. Additional information has been requested.